Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high thresholds and was confirmed to be dislodged. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.